Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During the device analysis, the returned device was successfully back-loaded over a .036 inch guide wire. The reported difficulty to insert was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to insert incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a percutaneous endovascular aneurysm repair (pevar) procedure, pre-close placement of the sutures was attempted in a right common femoral artery using a perclose proglide device. Reportedly, a .035-inch guide wire was inserted into the distal tip of the proglide device twice with resistance being felt at 1-2cm. The proglide device marker lumen was flushed again. The guide wire was inspected visually for kinks and debris and re-wiped. A third attempt was made to backload the device over the guide wire, but was unsuccessfully. The sutures from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to an unspecified sized sheath. After conclusion of the pevar procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.